Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not start up. As a part of the troubleshooting the host pc was renewed, and the backups were installed. After installation, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. No patient harm was reported. A philips engineer visited site and replaced the host pc. The device was returned to expected functionality.